Manufacturer narrative:
Results evaluation codes: we are anticipating the return of the event sample. Upon return of the sample, and receipt of the completed investigation, a follow-up report will be submitted.